Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient attended a 3 month follow up, and the pulse generator displayed an increase in battery power consumption. Technical services suggested the device should be box changed and returned for further analysis. No adverse patient effects were reported. Efforts were made to obtain information from the field on the device and patient status. Currently our records show the device remains active. Despite efforts to obtain an update on the device and patient status, as well as a return request for the device, a response was never received from the field.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the patient attended a 3 month follow up, and the pulse generator displayed an increase in battery power consumption. Technical services suggested the device should be box changed and returned for further analysis. No adverse patient effects were reported. Efforts were made to obtain information from the field on the device and patient status. Currently our records show the device remains active.